Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer had only treated the high blood glucose with the insulin pump and was wearing the insulin pump at the time of the event. The hospital removed the insulin pump and treated him with intravenous fluids and an insulin drip. No issues were noted with the infusion set. The drive support cap appeared normal. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insulin was clear and not expired and the insertion site was not sore or irritated. The time and date were correct and the basal rate and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instructions.